Event description:
It was reported that the patient presented for routine device change-out. Externalized conductors were noted during pre-op screening.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.